Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information later received reported that the patient received assistance from their healthcare provider and their concerns were resolved.

Event description:
It was reported that, several times a day, the patient had to wait an hour to get a bolus and he hadn¿t given himself a bolus in 2 hours. The patient reportedly could get a bolus 24 times per day, every hour. The patient believed it was not working because the pump was broken. The patient refused to check his lockout intervals. The device system was used to deliver morphine.